Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation it was experience the power off close door alarm while attempting to power off the device. Upon inspection of the device components, it was found that link screw was loose. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device case halves were opened to troubleshoot and found a loose link screw. The link switch requires to adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was identified to alarmed close door while attempting to power the device off. No additional information is available.